Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is stuck in a boot loop. According to the customer, the unit entered the boot loop after he accidentally pressed the power button during preventive maintenance (pm). The unit was not in patient use at the time. Investigation summary: the unit was returned for evaluation. During the evaluation, the reported issue was duplicated. The root cause for the reported issue was determined to be degraded hard drives (hdds) and corrupted software. Replacing both hdds and reimaging the system resolved the issue. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/25/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 09/29/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) is stuck in a boot loop. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is stuck in a boot loop. According to the customer, the unit entered the boot loop after he accidentally pressed the power button during preventive maintenance (pm). The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) is stuck in a boot loop. The unit was not in patient use at the time.